Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, multiple ¿cs052¿ slave communication error alarms were observed in the black box and in the alarm history. No battery cap was returned with the pump, a test battery cap was used and able to fit on the battery compartment. The pump¿s ¿ez-prime¿ steps were performed correctly, and no ¿cs052¿ alarms occurred during the investigation. 24 hour basal testing was performed and passed with no alarms. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.